Event description:
It was reported that the procedure was to treat the left and right renal arteries with mild calcification and mild tortuosity. When the 3.0x20 mm trek balloon dilatation catheter was being removed from the patient, there was resistance with the guide wire and the balloon shredded [peeled] but did not separate from the balloon and the catheter split in the middle portion but was not in two pieces. No material was left in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left and right renal arteries with mild calcification and mild tortuosity. When the 3.0x20 mm trek balloon dilatation catheter was being removed from the patient, there was resistance with the guide wire and the balloon shredded and the catheter split in the middle portion but was not in two pieces. No material was left in the patient. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to the initially filed MDR report, it was reported that the balloon split up the shaft and did not shred. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire; however, the reported split/break appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6 - medical device problem code 1454 removed. 1528 added.